Manufacturer narrative:
The electrode serial numbers are: sodium electrode - (B)(6). Potassium electrode - (B)(6). Ise indirect na-k-cl for gen.2 - (B)(6). The field service engineer (fse) inspected the analyzer, replaced the sample probe, sipper nozzle, vacuum nozzle, dilution cup, and sodium electrode. He verified the analyzer's performance by successful precision, calibration, and qcs. The investigation determined that a hardware issue had caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received ion-selective electrode noise errors and questionable sodium electrode, potassium electrode, and ise indirect na-k-cl for gen.2 assay results for one patient sample tested on the cobas pro ise analytical unit. The initial na result from the analyzer was 162 mmol/l. The repeat result from another cobas pro ise analytical unit was 139 mmol/l. The initial k result from the analyzer was 4.1 mmol/l. The repeat result from another cobas pro ise analytical unit was 3.5 mmol/l. The initial cl result from the analyzer was 82.1 mmol/l. The repeat result from another cobas pro ise analytical unit was 99 mmol/l. The initial results did not match the patient's history, prompting the rerun. The repeat results were deemed correct.